Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, (B)(6) 2012. (B)(4).

Event description:
It was later noted that there was an increase in the short interval counts (sic).

Event description:
It was reported that there was a lead integrity alert due to right ventricular (rv) lead t-wave oversensing (twos). Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.